Event description:
Pt reported that the meter/lab comparison results were 108 mg/dl (ss) versus 72 mg/dl (lab), respectively (50% difference). Comparison was done side by side. Pt experienced "hot flashes". Control solution test reading was in range. On follow-up, pt confirmed the above results. Lfs representative reviewed qc procedures with pt. The meter was replaced. There was no allegation of harm.